Manufacturer narrative:
The penumbra coil 400 (pc400) pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and hanging out of the distal end of the introducer sheath. The embolization coil had offset coil windings in multiple locations along its length. During functional analysis, the embolization coil was fully advanced out of the introducer sheath by a penumbra investigator and friction was experienced when the embolization coil was retracted back into the introducer sheath. Once retracted into the introducer sheath, the embolization coil could not be re-advanced out of the introducer sheath. Evaluation of the returned device revealed that the embolization coil had offset coil windings in multiple locations along its length. This damage may have occurred due to forceful advancement of the pc400 against resistance. The offset coil windings likely contributed to the friction experienced when advancing and retracting the pc400 through the introducer sheath during functional analysis. The root cause of the initial resistance experienced by the physician could not be determined. The kink on the pusher assembly was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the internal iliac artery (iia) using penumbra coil 400's (pc400¿s). During the procedure, while attempting to advance an initial pc400 through another manufacturer microcatheter, the physician experienced resistance. Subsequently, the pc400 became stuck in the middle of the microcatheter and would not advance further. Therefore, the pc400 was removed and the procedure was successfully completed using three new pc400¿s and the same microcatheter. There was no report of an adverse effect to the patient.